Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that using a right femoral artery access approach during a procedure of the mildly tortuous, heavily calcified, concentric, de novo proximal left anterior descending (lad) artery, the 3.0 x 12 mm nc tenku balloon dilatation catheter (bdc) was inflated once to 10 atmosphere (atm) and would not inflate more. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.